Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site, the fse cleaned the incubator belt track and wash carousel. The fse also found a leak underneath the wash pump. After checking the wash and precision pumps and valves, the fse performed a high sensitivity (hs) system check, which failed. To resolve the issue, the fse replaced the wash pump seal and belt. The fse then repeated hs system check, which passed within published performance specifications. The system was verified with hs system check, system check, a precision run and controls. After the repairs were completed, all verification testing passed within published instrument and assay performance specifications. In conclusion, there is sufficient evidence to reasonably suggest a hardware malfunction of the replaced wash pump seal was the cause of the non-reproducible access accutni+3 results. All MDR's associated with this report: 2122870-2015-00546, 2122870-2015-00547, 2122870-2015-00548. Beckman coulter (bec) internal identifier for this report (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for seven (7) patients. The elevated access accutni+3 samples were repeated on the same access 2 immunoassay system and mixed results, both outside and within the assay's normal reference range were obtained. At least two elevated results were reported outside of the laboratory. Per conversation with the customer on (B)(6) 2015, there was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results, as two (2) patients were admitted to the hospital. The customer is unable to provide additional information regarding which two patients were admitted. This report addresses the adverse event which occurred in association with non-reproducible access accutni+3 results for one (1) patient. Mdr2122870-2015-00546 addresses the adverse event which occurred in association with non-reproducible access accutni+3 results for another patient. Mdr2122870-2015-00548 addresses the non-reproducible access accutni+3 results for the remaining five (5) patients. Quality control (qc) run after the generation of the non-reproducible results did not recover within assay and instrument specifications. System check and precision run parameters were performing within assay and instrument specifications at the time of the event. The patients' samples were collected in lithium heparin gel tubes and were centrifuged in a statspin 4 for five (5) or six (6) minutes at 5100 rpm (revolutions per minute) at room temperature. No issues with sample integrity were noted by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.